Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that, on the literature review "can prophylactic incisional negative pressure wound therapy reduce wound complications after inguinal lymph node dissection for melanoma? Results from a randomized controlled trial", eleven (11) patients who underwent inguinal lymph node dissection were treated with npwt using a pico 7 pump. From this cohort, one (1) patient developed a groin deep wound infection that was treated with antibiotics and removal of the pico pump. The type of the infection experienced by the patient was not specified within the publication. The outcome of this patient is unknown. No further information is available.

Manufacturer narrative:
H3, h6: it was reported that, on the literature review "can prophylactic incisional negative pressure wound therapy reduce wound complications after inguinal lymph node dissection for melanoma? Results from a randomized controlled trial", eleven (11) patients who underwent inguinal lymph node dissection were treated with npwt using a pico 7 pump. From this cohort, one (1) patient developed a groin deep wound infection that was treated with antibiotics and removal of the pico pump. The type of the infection experienced by the patient was not specified within the publication. The outcome of this patient is unknown. No further information is available. The device was used for treatment and was not available for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. A lot number for the device was not provided, therefore it was not possible to carry out a device history review. A complaint history review was carried out using the part number provided. There have been no previous/further complaints reported of a similar nature in the past three years. A risk management review was conducted and which mitigated the reported issue with no further action or updates required. A clinical review was conducted, however due to the absence of specific detail in the article relating to the root cause of the infection and/or the patient outcome, in that neither could be confirmed, a conclusion could not be drawn and no further medical assessment was warranted. The matter will of course be reassessed should further medical information become available. The instructions for use (IFU) for this product has been reviewed. This guide provides comprehensive instructions of the operation, use and limitations of the device, including the application and removal of dressing. A review concluded that there are no prior escalated actions related to this part number and failure mode. A probable root cause, based on the limited information available, is that the dressing was not applied correctly or changed in accordance with the IFU. This investigation is now complete with no corrective actions required. We will continue to monitor for any adverse trends relating to this product range. Smith & nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
H11: further assessment of the publication titled "can prophylactic incisional negative pressure wound therapy reduce wound complications after inguinal lymph node dissection for melanoma? Results from a randomized controlled trial" has been performed. It is not possible to confirm a specific part number for the alleged product (pico 10x20cm), as per the smith+nephew catalog there could be more than one combination for this size of dressing. The part number under section d has been updated to unknown. Corrected data: b3 (occurrence date is unknown), d1 (brand name), d4 (catalog & UDI number updated to unknown), h6 (health effect - impact code).

Manufacturer narrative:
H10: results of investigation: it was reported that, on the literature review "can prophylactic incisional negative pressure wound therapy reduce wound complications after inguinal lymph node dissection for melanoma? Results from a randomized controlled trial", eleven (11) patients who underwent inguinal lymph node dissection were treated with npwt using a pico 7 pump. From this cohort, one (1) patient developed a groin deep wound infection that was treated with antibiotics and removal of the pico pump. The type of the infection experienced by the patient was not specified within the publication. The outcome of this patient is unknown. No further information is available. The device was used for treatment and was not available for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. A lot number for the device was not provided, therefore it was not possible to carry out a device history review. A complaint history review was carried out, in relation to the pico product family. There have been no previous/further complaints reported with this, or a similar, issue in the past 3 years. A risk management review was conducted and which mitigated the reported issue with no further action or updates required. A clinical review was conducted, however due to the absence of specific detail in the article relating to the root cause of the infection and/or the patient outcome, in that neither could be confirmed, a conclusion could not be drawn and no further medical assessment was warranted. The matter will of course be reassessed should further medical information become available. As the specific device involved has not been identified within the complaint detail, a targeted review of labelling/product IFU cannot be carried out. A review concluded that there is not enough information to relate this event with prior escalated actions. A probable root cause, based on the limited information available, is that the dressing was not applied correctly or changed in accordance with the IFU. This investigation is now complete with no corrective actions required. We will continue to monitor for any adverse trends relating to this product range. Smith & nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. Corrected data: h6 (type of investigation).